Event description:
A medtronic representative reported the screw threading is damaged on the double starburst adapter. This event was reported outside the operating room, no patient was present at the time of the alleged malfunction.

Manufacturer narrative:
No patient was present at the time of the alleged malfunction. The threads of the helicoil have been damaged causing it to bind. Root cause is physical damage and stripped screw threads. Replacement part sent to site for issue resolution.